Manufacturer narrative:
The event occurred in other country. The caller reported two different suspect strip lots, but did not know which strip lot produced the discrepant results. This medwatch report is for the suspected device used in system 1 (lot number 449919, expiration date 11/30/2008). Reference medwatch report with patient is for the suspect device used in system 2.

Event description:
Caller states the patient reportedly received results of 71 mg/dl on the sensor system and result of 26 mg/dl on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Customer received new meter and new test strips.